Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the insulin pump. The mother stated that the teacher at the school stated that the insulin pump accidentally did an over correction. Also, the school nurse wrote a note indicating that the device was not physically on, and when she bolused for a correction it gave her too much insulin. The mother mentioned that they had low battery several times and the battery was changed, but the insulin pump did not function. Then the caller changed again the battery and the device did function. Reviewed the alarm battery and found low battery, motor error, and no delivery alarms. No further information was provided.